Event description:
On (B)(6) 2015, I got breast implants in (B)(6). This was the worst decision, that I have ever made. Four (4) months later, I started having problems. I went from being a healthy (B)(6) year of female, to having many issues that no doctor could figure out. I was diagnosed with hashimotos (low thyroid, but my body is attacking my thyroid), brain fog (can't remember anything), joint pain, dry eyes (ophthalmologist) lethargic, and the list just goes on. I got the memory gel 550cc smooth round profile implants. I am explanting very soon! I am tired of being sick and feeling like an (B)(6) year-old woman. Please ban these and let women live instead of approving something that is killing us. FDA safety report ID # (B)(4).